Event description:
On an unk date, pt was implanted with a short tfn at the right hip. In (B)(6) 2012, pt was involved in an mva and sustained a fracture below the tip of the nail. On (B)(6) 2012, pt had all hardware explanted and a long tfn implanted in its place. The explanted hardware was discarded by the hospital.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.